Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a stent placement procedure in the bile duct, performed on (B)(6) 2019. No issues were reported during the stent placement. According to the complainant, on (B)(6) 2019, the patient returned to the physician for a follow-up endoscopic procedure. The patient did not present with any symptoms at the time of the follow-up procedure. During the endoscopy, the physician noticed that a piece of the broken guide catheter remained in the lumen of the stent placed three days earlier. The piece of the broken guide catheter was retrieved using a pair of forceps and the original stent placed remained implanted completing the procedure. There was no serious injury, nor were there any adverse patient effects reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Block f10, h6: problem code and device code 1069 captures the reportable event of guide catheter broke. Block h10: investigation analysis: the guide catheter from a flexima delivery system was returned for analysis. A visual evaluation of the retuned device found that the guide catheter was detached from the delivery system and it was kinked/bent in several locations. Visual assessment identified the proximal end was tapered indicating it was attached to the delivery system prior the failure. Based on the product analysis, the issue occured post procedure, most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kink/bend the guide catheter in several locations, this condition can cause friction between the catheters/stent at kinked areas during stent deployment, continued attempts to deploy the stent or force retracting the guide catheter in order to release the stent can result in guide catheter detachment. Therefore, 'adverse event related to procedure' is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a stent placement procedure in the bile duct, performed on (B)(6) 2019. No issues were reported during the stent placement. According to the complainant, on (B)(6) 2019, the patient returned to the physician for a follow-up endoscopic procedure. The patient did not present with any symptoms at the time of the follow-up procedure. During the endoscopy, the physician noticed that a piece of the broken guide catheter remained in the lumen of the stent placed three days earlier. The piece of the broken guide catheter was retrieved using a pair of forceps and the original stent placed remained implanted completing the procedure. There was no serious injury, nor were there any adverse patient effects reported as a result of this event.